Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. Rainbow glare effect is a general side effect that is mentioned in product manuals. Usually the effect disappears as the cornea starts to close the gaps created by the photo disruption. Rainbow glare is referred to as a mild and occasionally reported side effect described after lasik using a femtosecond laser system. The cause of the rainbow glare is referred as the diffraction of light from the scanning pattern created on the back surface and in the stromal bed of the lasik flap after femtosecond laser flap creation. The onset of symptoms typically occurs during the immediate postoperative period and resolves within several months. The manufacturer internal reference number is:(B)(4).

Event description:
A lead technician reported a patient with rainbow glare in the right eye approximately one month post lasik. Upon follow up, patient is reported to be very happy with vision. Patient mentioned the rainbow glare but is not unhappy and is very excited about new vision. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.